Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating at the insertion section peeled off occurred due to applying stress to the insertion section such as the following: - physical stress caused by rubbing, hitting, or the like. - chemical stress caused by reprocessing not recommended in IFU (reprocessing manual) - stress caused by poor storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿operation manual: important information ¿ please read before use: warnings and cautions reprocessing manual: 1.3 precautions. Reprocessing manual: 2.1 compatibility summary. Reprocessing manual: 5.1 storage¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that there was coating peeling on the connecting tube (more than 1mm2). Additional evaluation findings were as follows: waterproofing was not possible due to the cut on the bending section cover, the connecting tube was crushed, and there were specks on the image due to broken image guide bundle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or is any additional information is provided by the user facility.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer that the tracheal intubation fiberscope had video blur during preparation for use. The intended diagnostic procedure was completed with another similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was coating peeling on the connecting tube (more than 1mm2). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.